Event description:
It was reported that during a lap chole procedure, the clips fell out of instrument. Another instrument used to complete the procedure. No further information is available. No patient consequence.